Manufacturer narrative:
Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up was performed regarding the reported event. The customer did not provided further information and the culture test results were not provided. However, the cleaning, disinfection, and sterilization (cds) checklist were provided. The cds checklist noted the following: no patient(s) infection . Noted not aware of any deviations or problems during processing. The device rinsed prior to manual disinfection. The pre-cleaning done/performed immediately after use on the patient. Rinsing water flushed up through the suction channel with a suction pump. Forceps elevator was moved to raise and lower 3 times in water during aspiration . The air/water channel been flushed with water and then air injected using the mh-948. Scope passed the leak test. Brushed points : instrument /suction channel, suction cylinder, instrument/biopsy channel port . The distal extremity was brushed with the swab using the maj-1888 (single use brush). Distal end rinsed with olympus maj-2319 (distal end flushing adapter). Aer (scope reprocessor) noted no defect. Model is a wassenburg disinfectant used = korsolex. Filterer water inspected/used. Concentration and expiration date of the disinfectant was controlled. Water filter was not replaced periodically . Device dried (blew by clean compressed air) olympus service business center (sbc) sent the subject device to olympus third party for hygiene microbiological investigation (hmi) . Culture test for the device was performed after the device was reprocessed. Results obtained noted that all device channels ( distal end, instrument / biopsy /suction channel/ air / water channel/ auxiliary water channel ) found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline. Device was then returned to olympus regional repair center for evaluation: initial leakage and electrical safety tests were performed reporting: distal end insulation inspection failed (due to burn on c-cover, insulation resistance value at distal end does not meet the standard value). Dent on switch box and forceps channel port was noted. Grip/knob is shaved. Due to wear of angle wire, the play of up/down knob is out of the standard value. Optical lens has a scratched. Lens has a scratched. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "device does not go through the preparation /hmu" (culture-test result was positive). Per the report, the issue occurred during the check as part of the reprocessing. No patient or procedure was involved. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue.